Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had given a max limit warning during programming with the pca pump. The nurse was re-programmed a morphine infusion with a pre-filled 30mg/30ml syringe, for a 0.5 ml basal, 0.5 ml bolus, 10min lockout and a 20ml per 4hour max limit. The dose was being decreased, when the nurse received a max limit warning. The nurses tried clearing shift total, restarting the pump with a ¿new patient¿ but nothing worked except increasing the max limit to 30mg, so that the infusion could resume. Additionally, customer reported going up to 1.5ml basal, 1ml lock-out q10 min and had no issues. This was reported to bd representatives during site visit. There was patient involvement, but the outcome is unknown. Through customer response it was noted that the customer received education regarding the pca lock out feature. Thru the discussion, customer stated she learned the 4-hour window is a rolling 4-hours and looks at previously infused morphine. My initial programming of 20mg max for the 4-hr did not work as she had already received a significant dose and the lower max had been or would have been exceeded.

Event description:
It was reported that the device had given a max limit warning during programming with the pca pump. The nurse was re-programmed a morphine infusion with a pre-filled 30mg/30ml syringe, for a 0.5 ml basal, 0.5 ml bolus, 10min lockout and a 20ml per 4hour max limit. The dose was being decreased, when the nurse received a max limit warning. The nurses tried clearing shift total, restarting the pump with a ¿new patient¿ but nothing worked except increasing the max limit to 30mg, so that the infusion could resume. Additionally, customer reported going up to 1.5ml basal, 1ml lock-out q10 min and had no issues. This was reported to bd representatives during site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.